Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding/heavy, abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: underwent an hsg exam three months after implantation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding/heavy, abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: underwent an hsg exam three months after implantation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.